Event description:
Technician alleged that the bed had exposed bare wire showing on the hand pendant cord. No pt impact.

Manufacturer narrative:
The technician replaced the hand pendant to resolve the issue.